Manufacturer narrative:
Info has been requested but is not available. The amo field service engineer examined the equipment at the customer location and found the base charger controller and battery management cable burnt. The field service engineer replaced the base charger controller, pump vault and cable. No further info is available.

Event description:
The customer reported a burning smell and smoke coming from the phacoemulsification console. No pt injury occurred.